Manufacturer narrative:
Device was returned for analysis due to patient symptomatic to autocapture. Initial interrogation of the device showed a false elective replacement indicator flag with a date stamped prior to the actual implant date and the end of service flag was triggered on the date of explant. Visual inspection found cautery mark on the can of the device. The device having a false alert with a date stamp prior to implant date is consistent with that occurring as a result of exposure to electrocautery. User¿s manual indicates that electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibit the device operation. The elective replacement indicator flag was cleared and the device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies longevity assessment was performed, device met the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the patient was symptomatic due to pacemaker's auto capture. The pacemaker was explanted and replaced. There were no patient consequences.